Manufacturer narrative:
DHR review revealed the lot number of the original implant was involved in a rework procedure to include the locking screw capture feature with springwire. The lot number of the replacement implants used on the first revision procedure have not been provided. None of the implants used in the pt have been returned for eval. Previous investigations of events involving this product determined that improper tightening of the locking screw during initial implantation may cause trunnion dissociation. This determination, however, cannot be concluded without implant eval. A definitive cause for this event was not determined.

Event description:
Revision for total shoulder repair. Patient underwent initial surgery due to a vascular necrosis. Patient's daughter states he felt good for approximately 2 weeks post op, but then he was sore again. Revision showed pt presented with erosion of shoulder. Patient had a second revision on 2005 and has pain again. This device is used for treatment.